Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking. Customer's blood glucose was 160 mg/dl. No additional information was provided. Customer declined troubleshooting with tandem technical support.